Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels above 600 mg/dl with medium to large ketones. The customer has attempted to treat the bg via bolus and manual injections. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. However, the customer maintained that there was an issue with the pump. The customer was instructed to consult with the healthcare provider regarding bg level.